Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had fluid leakage inside the packaging. This issue was discovered prior to patient use. The device was filled with fluorouracil 3500mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 20, 2022 to may 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo was reviewed and showed droplets of fluid inside a yellow color bag that contained the device which suggested a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.